Manufacturer narrative:
Product analysis: an ht70 ventilator was returned to covidien/ medtronic for failure analysis. During quick check the buzzer failed. The unit was disassembled and the cable was found to be damaged and was observed that no alarms were generated when the unit was turned off. The cable was replaced and the ventilator pass all testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 ventilator had a broken case and was being sent back for preventative maintenance (pm). The buzzer alarm was working at the time of the estimate to the customer. After the repair were performed the service the engineer checked the ventilator and found that the buzzer was not alarming when the unit was turned off. The ventilator was not in use on a patient at the time of the reported event.